Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, it was impossible to place the right ventricular (rv) lead in an optimal site. The sensing threshold is <(><<)> 2 mv (measured r wave) and the physician decided to change the lead. No patient complications have been reported as a result of this event.